Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2016 due to hydrocephalus caused by a cerebellar tumor. After implant, the device was adjusted to 2.0. In the first half of the postoperative period, the patient had been vomiting and gradually adapted to the situation. The patient required an MRI every three months due to the brain tumors. On (B)(6) 2018, after having an MRI, it was determined that the pressure level had changed from 2.0 to 0.5. The doctor adjusted the setting back to 2.0, but the patient still experienced repeated vomiting. In (B)(6), the setting was found to have changed to 2.5. The setting was again adjusted back to 2.0, but the patient¿s vomiting was not significantly relieved. After x-ray confirmation, it was found the direction of the 2.0 position changed from 11 to 8 o¿clock. There was concern the pressure setting was abnormal and the cause was unknown.

Manufacturer narrative:
Patient weight provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the setting was readjusted and checked to resolve the event. It was stated the patient¿s condition had improved and they were stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.